Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose (bg) of 424mg/dl with drowsiness. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly discontinued the pump. Troubleshooting indicated that the patient had not bolused, and also that the bolus type had been incorrectly programmed in the pump. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump, in that the use programmed the basal type incorrectly. Diabetes management factors including failure to bolus were also determined to be contributing factors.

Manufacturer narrative:
Follow-up #1: date of submission 06/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: the last bolus delivery and the last basal delivery were on 04/28/2015. The daily insulin delivery totals correctly reflected the user's programmed basal rates. No alarms occurred during a 24 hour duration test. The pump passed a delivery accuracy test and was found to be delivering within the required range. The pump successfully performed a 10 unit normal bolus and a 10 unit audio bolus. Both bolus deliveries were accurately recorded in the the pump history. The alleged issue could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.